Event description:
Healthcare professional (hcp) reported a patient was injected with 0.5ml of juvéderm® volift¿ in ck3 (malar area), 0.2ml of juvéderm® voluma¿ with lidocaine in tt1, juvéderm® volbella® with lidocaine and juvéderm® volux¿. 48 hours or 72 hours later, patient experienced inflammatory nodule on ck3. Treatment was provided but not specified. Symptom has resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00066 (allergan complaint #: (B)(4)), MDR ID# 3005113652-2023-00067 (allergan complaint #: (B)(4)), and MDR ID# 3005113652-2023-00130 (allergan complaint #: (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Concomitant therapies: juvéderm® volbella® with lidocaine, pre-treated with emla cream and was given ice after injection. Type of investigation code: b15, b17, b20. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.